Manufacturer narrative:
Block b5: additional information received on december 16, 2022. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2022. After the spaceoar placement, the patient complained about pain. When he came in for computed tomography (CT) scan, he also complained about not being able to have bowels movements. The patient was treated with stool softeners, which made the patient's bowel issues improve. His pain was also improved, slightly. The images were reviewed, and it was determined that the hydrogel moved very close to the gas bubble in the lumen of the rectum and throughout the midgland; therefore, there was a significant concern for rectal wall infiltration (rwi). Magnetic resonance imaging (MRI) was then performed, on (B)(6) 2022, to further evaluate the degree of rwi. MRI showed that the entire hydrogel was likely within the anterior rectal wall. An endoscopy was planned to further evaluate, due to some slices of the imaging showing the hydrogel appeared to come very close to the mucosa. A sigmoidoscopy was then performed, on an unspecified date, and according to the gastroenterologist there was an ulceration in the anterior rectal wall from the spaceoar hydrogel. It was also reported the patient experienced tenesmus. The physician had planned for 4 months of androgen deprivation therapy (adt), and now planned to put the patient on an additional 3 months of adt. The patient's outcome is unknown. At this time, boston scientific corporation has been unable to obtain additional details, despite good faith efforts (gfes). Additional information received on december 16, 2022. It was reported that the spaceoar placement procedure was performed under local anesthesia. It was also reported that the rwi was detected on (B)(6) 2022. The patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2022. After the spaceoar placement, the patient complained about pain. When he came in for computed tomography (CT) scan, he also complained about not being able to have bowels movements. The patient was treated with stool softeners, which made the patient's bowel issues improve. His pain was also improved, slightly. The images were reviewed, and it was determined that the hydrogel moved very close to the gas bubble in the lumen of the rectum and throughout the midgland; therefore, there was a significant concern for rectal wall infiltration (rwi). Magnetic resonance imaging (MRI) was then performed, on (B)(6) 2022, to further evaluate the degree of rwi. MRI showed that the entire hydrogel was likely within the anterior rectal wall. An endoscopy was planned to further evaluate, due to some slices of the imaging showing the hydrogel appeared to come very close to the mucosa. A sigmoidoscopy was then performed, on an unspecified date, and according to the gastroenterologist there was an ulceration in the anterior rectal wall from the spaceoar hydrogel. It was also reported the patient experienced tenesmus. The physician had planned for 4 months of androgen deprivation therapy (adt), and now planned to put the patient on an additional 3 months of adt. The patient's outcome is unknown. At this time, boston scientific corporation has been unable to obtain additional details, despite good faith efforts (gfes).